Event description:
A nurse reported that during surgery, there were intermittent remote control issues. A technical support specialist (tss) was contacted by phone. The nurse was advised to troubleshoot the problem by using the same remote control with a second system. The second system was used to complete the surgery. There was no pt harm reported. In addition, the nurse reported that the anterior vitrectomy probe tubing could not be inserted into the connector. There was no report of the insertion problem having any effect on the surgery or its outcome.

Manufacturer narrative:
The facility called a technical support specialist (tss) to assist with troubleshooting. The tss advised the customer to troubleshoot their intermittent remote control issue by using this remote on their second system, then call back. The customer also mentioned that the anterior vitrectomy probe tubing could not be inserted onto the pneumatic connector. The customer requested a replacement pneumatic connector be shipped to the facility for installation by their biomed engineer. The tss advised the customer to call back if their biomed had any problem with installation. The facility did not request service. No samples were returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).